Event description:
It was reported that a user experienced a rise in blood glucose after drinking coffee with coconut milk and sweetener without announcing it as a meal, followed by breakfast that was announced; glucose returned to range after subsequent corrections, and there was no evidence of infusion set or ilet device malfunction. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, no specific device problem identified due to insufficient information, and no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.